Event description:
A malfunction alarm, specifically alarm 30, was reported with the customer's insulin pump during the loading process, which prevented the successful loading of a new cartridge. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer, assisted by technical support, attempted to follow proper loading techniques, but the issue persisted. Consequently, technical support decided to replace the pump. The customer plans to use multiple daily injections (mdi) as a backup insulin therapy and was provided instructions on how to put the pump into storage mode before returning it using a pre-paid label within 10 days.